Manufacturer narrative:
Zimvie complaint (B)(4). Initial reporter¿s title is not provided / unknown. Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for peri-implantitis events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for these events have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of a manufacturing or design defect that might lead to peri-implantitis occurring and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.

Event description:
It is reported that the implant was removed due to peri implantitis. Pain and inflammation are noted as symptoms. Tooth site 19 (universal). The site was grafted with allograft prior to original implant placement.

Manufacturer narrative:
This report is being submitted to report additional information to 0002023141 -2022 -02598. Follow up with customer revealed additional event details. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
It was reported that the peri implantitis was noted approximately two months prior to the implant removal. At that time a bone graft was performed, and antibiotics were prescribed.